Event description:
The customer reported to olympus, that there was no image on the high-definition liquid crystal display (lcd) monitor. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation due to the issue being resolved. It was reported that a cable was found loose and slack was created to prevent the issue from re-occurring. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event was a simple issue where the new account simply didn't know where to find the power button on the monitor. They typically left the monitor on as they would unplug and roll to another room. Someone accidentally turned it off and it took them a few phone calls to resolve.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the phenomenon occurred due to the loose cable. However, the device was not returned to olympus and no further information was available, so a definitive root cause for this issue was not established. Olympus will continue to monitor field performance for this device.